Event description:
Customer reported a negative white blood cells on the instrument but the visual results were positive. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant wbc results is unk.